Event description:
It was reported via a trial that during pre-dilatation in the right internal carotid artery, the open emboshield nav6 moved down toward the lesion. The bare wire did not move. The filter was repositioned using an angioplasty catheter. That evening, post-procedure, transient facial paresthesia occurred. The paresthesia resolved in less than 24 hours without treatment. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Neurological complication may occur during this type of procedure and as listed in the instructions for use, neurological complication is a known potential adverse event associated with the use of the product. The product used during the procedure was not returned which could have aided in the determination of the cause, however, the migration of filter basket can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. Based on available info, a definitive cause could not be determined. Review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot.